Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was not using the stimulator as it was at the end of life and was not functioning. The physician had determined that it will be removed and replaced with a non-manufacturer device. The patient will exit the clinical study. The etiology was reported to be related to device or therapy. No patient symptoms reported. No further complications were reported as a result of this event.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury as this was a result of normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) indicated that the patient had undesirable pain in the back, hip, and buttock due to the non-functioning device. It was provided that this was a result of normal battery depletion. The system was explanted and replaced on (B)(6) 2018. There were no further complications reported as a result of this event.